Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/06/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: procedure date? 4th aug 2021. What tissue was being approximated or sutured when it broke? Unknown. Was reoperation necessary to remove the suture and re-close the wound? Change another suture immediately. Was the suture trimmed in physician¿s office? Unknown. Was the suture removed in a routine post-op procedure? No. It occurred during surgery.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure date? What tissue was being approximated or sutured when it broke? Was reoperation necessary to remove the suture and re-close the wound? Was the suture trimmed in physician¿s office? Was the suture removed in a routine post-op procedure?

Event description:
It was reported that a patient underwent an appendectomy procedure on (B)(6) 2021 and suture was used. During the procedure, the suture was found to have uneven tensile force. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.